Event description:
It was reported by the customer that the pyxis medstation es system pyxis device is non-functional and will not power on. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that device is back to online. A field service engineer, confirmed with customer that issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.